Event description:
Event description guidant received information that the cardiac resynchronization therapy defibrillator (crt-d) displayed out-of-range shocking lead impedances. Repeated lead integrity testing resulted in the same elevated measurements. The patient could recreate the elevated impedances while moving shoulder. In addition the crt-d had stored pacemaker mediated tachycardia episodes since december 2004.